Event description:
A malfunction on the pump was reported by the caller, with no significant events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. The customer reported multiple instances of the same malfunction on the pump. Technical support assisted the customer in resetting the pump, which resolved the malfunction. Customer will continue to use current pump; will rely on alternate method if necessary.